Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The product was not requested to be returned. In this case there is no possibility to test the worn pod for any issues that may have caused the skin redness. Once the pod is worn, it is exposed to a broad range of contaminants that patients encounter every day such as soap, shampoo, skin cream, and the environment. This makes analysis unreliable as the adhesive pad, being a woven material, can absorb or retain traces these items.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device. The patient was taken to the emergency room and diagnosed with cellulitis.